Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however customer did not respond.